Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was charging their ins too often. It was reported that the patient had their ins off since the weekend and still had to charge every day. It was also reported that since the lead revision surgery, scar tissue has pulled the leads back up. It was reported that there was still an issue with intermittent high impedances and there were constant high impedances on contact 1. It was reported that programming around that electroded causes the patient to have sharp pain in their back and when programming with that electrode, it causes the therapy to go off intermittently. It was reported that the intermittent therapy gives the patient nausea. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had intermittent therapy. A surgical revision occurred, and the leads were moved down two vertebral bodies. Following surgery, there was a high impedance on contact 4. An impedance check was run and within 5 minutes, there was a high impedance on contact four. The impedance would clear and then reappear. The rep programmed around the bad contact and noted that contact 4 was optimal for programming. The rep believed the high impedance was due to the patient¿s spine healing from surgery. The rep asked the patient to periodically check to see whether the high impedance has resolved. No further complications were reported.

Event description:
Additional information was received from the consumer and manufacturer representative on (B)(6) 2018 during a patient meeting. The recharge statistics were reported to be the following: "7-11 1.2hr, 7-14 30min, 7-15 1.4hr, 7-17 31 min, 7-20 34min, 7-22 25min, 7-23 28min, 7-26 33 min, 8-1 9 min, and 8-2 17 min." The manufacturer representative tried to run an energy test on the day of the meeting and got intermittent oor. High impedances on >40000 ohms was previously reported. When it finally worked it showed the energy of 3.3 days recharge. It was reported that they would be replacing the lead. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 97791, lot# unknown, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Explant was noted to have occurred on (B)(6) 2019. The patient reported intermittent therapy and was too inconsistent for relief. This was reported to have started as a gradual therapy change. There was no patient injury. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 97791, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: accessory; product ID: 97791, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: accessory; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis of the implantable neurostimulator (ins) (B)(4) found the ins was functionally okay and insignificant anomalies were found. Analysis of the lead (B)(4) found the lead outer insulation was cut/damaged from explant or post-explant handling analysis of the lead (B)(4) found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.